Event description:
The core impaction drill was sent for evaluation due to overheating prior to a procedure. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion of the bearings was identified as the possible cause of the overheating reported. Corrosion in the driveshaft, rotor and their bearings can cause friction during rotation resulting in the observed heat.